Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device balloon at distal tip was missing. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Corrected fields: b5, d4 lot number should be blank, h5, h6 - health effect - clinical code and h6 - health effect - impact code. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the detached balloon occurred due to a stress problem. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the missing balloon on the distal tip of the ultrasonic bronchofibervideoscope was found during reprocessing. There are no reports of patient harm.